Event description:
Information received indicates the siderail will not latch due to a bend tension spring.

Manufacturer narrative:
The technician replaced the siderail tension spring to repair the bed.